Event description:
Related manufacturer reference number: 2017865-2021-32928. It was reported that the patient presented in clinic with an infection on the right ventricular (rv) and atrial lead. The physician does not allege that abbott devices or any procedure involving abbott devices, caused, or contributed to the infection. Vegetation was noted on the rv and atrial lead. The physician explanted the rv lead and atrial lead. The patient condition was stable.